Event description:
We were doing a percutaneous nephroureteral stent placement and dr. Was trying to get a catheter past the kidney stone. When he tried to manipulate the catheter, it ended up breaking off in the patient's kidney. The patient was already scheduled to go to surgery (percutaneous nephrolithotomy, left ureteroscopy, laser lithotripsy, stone extraction) after our procedure to have the stone removed. Drs. Were in contact throughout the surgery to remove the part of catheter that broke off and the dr. Was able to remove all of the catheter. So, in addition to the planned surgery after the ir procedure there was a foreign body (fb) removal (the tip of the catheter).